Event description:
Pt had total hcg ordered. Results was reported as 0.0miu/ml. Pt subsequently admitted to another hospital for abortion and hcg there was positive. Physician requested repeat of sample and result was 29.598 miu/ml. Reagent lot and pack were un-changed in this repeat process. It was felt by instrument MFR that fibrin in initial sample went undetected by instrument. No alarm or limit errors noted on the original sample testing.